Event description:
A malfunction alarm was reported, specifically malfunction code 12, occurring without any notable events preceding it. Customer¿s blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support provided information on resetting the pump, and the customer successfully reset it, with no recurrence of the issue. They were advised to continue using the pump and to contact support again if the issue reappears.